Event description:
It was reported that the patient presented with high thresholds. Evidence of scar tissue on tip of the lead was noted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.